Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "flow rate" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed, an event occurrence date was not provided, however the last day of customer use, revealed 2 infusions programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.